Event description:
Ethicon endo-surgery endopath ets-flex45, articulating endoscopic linear cutter, misfired. It only stapled halfway across the intended staple line, but cut the entire length of the staple cartridge, causing the renal artery to be transected without hemostasis. Another "like" device was quickly opened and utilized for control of bleeding. Diagnosis or reason for use: right laparoscopic radical nephrectomy. Event abated after use stopped or dose reduced? No.